Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the small intestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had image roughness. There was no patient involvement.